Event description:
Nurse reported that the air infusion tubing drew air. It was exchanged and the surgery was performed successfully with a delay between 4 and 45 minutes (at the time this report was prepared it could not be confirmed how long was the delay). No patient impact was reported. Additional information has been requested.

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for evaluation. A root cause has not been identified. (B)(4).